Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the left ventricular lead exhibiting elevated impedance. Upon interrogation of the pulse generator, it was discovered that the lead also exhibited loss of capture, a jump in lead impedance, and an elevated capture threshold. The lead unipolar settings were tested and found the ring to coil impedance was at a high and unacceptable range. The lead tip to coil impedance and threshold were, however, within normal range. The lead was reprogrammed to the settings within normal parameters. The patient condition was stable.